Manufacturer narrative:
The field service representative found the reference electrode was installed without the sealing ring which led to crystallization in the electrode chamber and contamination in the tubing system. After cleaning and adding the seal, he confirmed there were no further issues. The investigation found the field service representative actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c 501 module. The initial sodium result was 108 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 119 mmol/l and the repeat result was 102 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided.